Manufacturer narrative:
Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary. Photo investigation: the device was not returned. A photo-investigation was performed on the images provided. The attachment was an image of the broken 6mm dual-lead tap. Both broken pieces were visible in the image. The device was broken at the transition point to the smaller shaft; hence the complaint is confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review could not be performed. Conclusion: the complaint condition was confirmed during photo investigation. Although no definitive root-cause can be determined based on the provided information, it is likely the device encountered unintended forces during use. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a mre review could not be performed. Also, a manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure (B)(4), no manufacturing record evaluation is required device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure the double lead 6.0 tap shaft snapped. There was no surgical delay. Fragments were generated and removed easily. There were no patient consequences. The procedure was successfully completed. This report is for one (1) 6mm dual-lead tap. This is report 1 of 1 for (B)(4).